Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No further information was available at the time of the report. The product associated with batch (B)(4) was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: june 24, 2016. (B)(4).

Event description:
The end user reported burning and itching under lower part of tape border and extends onto skin outside of tape border. A dermatologist prescribed tacrolimus ointment 0.1 percent to be applied daily to the affected area. According to the end user, the dermatologist thought the rash could be due to remicade infusions, but wasn't sure.